Event description:
The manufacturer received information alleging an incourage device caused the patient to have pain in her right side. There was no report of medical intervention being required. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.